Event description:
It was reported by service report that the pt left load wheel casting was broken. The service technician reports that the customer does not know if there was pt involvement or if there are adverse consequences to report.